Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. A supply change was performed to address the occlusion alarms. The customer's blood glucose level was below 240mg/dl. A system check was performed on the current supplies and air bubbles were observed in the infusion tubing. During the report, the customer attempted to re-deliver a bolus and the bolus went through without an additional occlusion alarm occurring.